Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device after an intervention procedure. In an attempt to achieve arterial access, it was noted that the physician, "stuck the artery at least twice." Reportedly, fluoroscopy was performed but there was no information regarding the vessel size, vessel condition or if the site was confirmed in the common femoral artery. It is unknown if the patinet had scar tissue present at the groin site. A perclose proglide device was attempted but a "cuff miss" was experienced and the device was removed from patient. A second proglide device was attempted; insertion was difficult and the sheath "kinked" the device was removed from the patient's groin prior to being deployed. Reportedly, the vessel "dissected" and the patient was taken to surgery for repair. This event prolonged the patient's hospitalization but the number of days is unknown. At last report the patient was noted to be doing "fine." This report represents the second perclose proglide device that was used.